Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. In a separate surgery the lens was exchanged with a different power and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6: investigation type code (b): 4110 - lens work order search-no similar complaint event(s) within associated lots were found. H6: health effect - clinical code (e): 4581 - over/under correction. H11: manufacturer narrative: over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).